Manufacturer narrative:
Investigation in process.

Event description:
On (B)(6) 2011, the surgeon removed the anterior construct and implanted a 62mm vbrii from c3-t5 (no plate used). There was still significant infection and pus in the surgical site. The pt is currently intubated and will be undergoing procedure on (B)(6) 2011 to stabilize the posterior. The sacral decubitus wound is stage 4. It is noted that the pt has a previous history of an unspecified lower extremity surgery in which also developed an infection. It was reported to be a longer than usual healing time.